Event description:
It was reported that a remote transmission for the patient revealed crosstalk was observed on the implantable cardioverter defibrillator (ICD). The patient was being monitored remotely. There were no reported patient symptoms or consequences.